Manufacturer narrative:
D4 lot number: not available. D4 unique device identifier (UDI) number: full number not available without lot identification. H4 device manufacture date - unknown without lot identification h3 device evaluation: evaluation is not possible as the device was discarded by the hospital. Review of manufacturing records and lot specific complaint history review are not possible without lot identification. Two-year complaint history review (6.5.2024-6.5.2026). Found this to be the only report for this part number. Without the opportunity to examine the complaint product, no conclusions can be drawing regarding the cause of the device failure.

Event description:
It was reported that a procedure was performed on (B)(6) 2026, after placement of the screw the surgeon went back to adjust. The adjustment could not be made with the adjustment driver (64-sp-0601) so he asked for the globus robot driver (75-rt-1750) so much force was applied when trying to turn the screw the driver snapped near handle. We then tried using the (64-sp-1700) and the same result occurred. We then placed a rod in the tulip and attempted to use a shukla to helicopter it out. This resulted in the neck of the screw snapping. Now with the shank of the screw left in the patient we used a shukla broken stripped screw extractor and were able to remove the remainder of the screw. There was no patient injury, but there was a twenty (20) minute delay to the procedure as a result of the malfunctions.